Manufacturer narrative:
Batch number not available. Possible batches involved: 721162, 721084, 721064, 721026, 720482 or 720371. If additional information becomes available a follow up report will be submitted.

Event description:
It was reported an issue with novosyn suture. The client reported that, a (B)(6) patient presenting with scar disunion almost six weeks after osteosynthesis when the initial healing was perfect. The history of the disease reports the appearance, on (B)(6), of a small ulceration on the path of the internal scar related to a resorbable subcutaneous suture responsible for the inflammatory resorption. Cleansing treatments carried out with, in particular, the application of fucidic acid led to the aggravation of the cutaneous ulceration and to the exposure of the internal plaque; consulted on (B)(6). No sign of associated regional sepsis. Collegial decision to retake the scar for washing, bacteriological samples and attempt at conservative treatment by keeping the material in place if skin closure was possible. Patient installed under general anesthesia. Antibiotic prophylaxis not recommended before taking deep bacteriological samples. Withers in the thigh. Sterile field of the left lower limb according to the clin protocol. Resumption of the initial internal approach. Direct subperiosteal approach. Very economical excision of the two fistula orifices located for the first opposite the internal malleolus and for the second 3 cm above the first on the path of the scar. Realization of five deep bacteriological samples in contact with the plaque and the bone sent for analysis. Introduction after sampling of probabilistic antibiotic therapy with daptomycin 800 mg/d + tazocillin 4 g 3 x/d washing with karcher with 6 I of betadine serum then rinsing with 3 I of physiological saline. Cleaning of fields and equipment. Cutaneous closure in a single plane by separate stitches with filapeau 1 in tension on the zone of the fistulas but with a correct confrontation. Release of the tourniquet. Placement of a vac-type dressing on the path of the scar in order to reduce skin tension after having protected the skin edges with thick duoderm. Sealing of the system. Suction at 50 continuous. Duration of tourniquet and operation 1 hour. Summary of circumstances: on (B)(6) 2021: complex tibial pilon fracture osteosynthesis by internal plate and external malleolus plate. Closure with novosyn suture. Back home on (B)(6) 2021. On (B)(6) 2021: appearance at the patient's home of a small ulceration on the path of the internal scar in relation to the resorbable subcutaneous thread (inflammatory resorption). Cleansing treatments carried out with, in particular, fusidic acid and aggravation of the skin ulceration and exposure of the internal plaque. (B)(6) 2021: resumption of the scar in the operating room for bone and joint infection + antibiotic therapy with daptomycin and tazocillin. Two consultations on (B)(6) 2021 and (B)(6) 2022: no discharge, correct scar. (B)(6) 2022: disunity of the scar again. Clinical consequences: bone and joint infection. Healing delay. Revision surgery performed in (B)(6) 2021 and indication for a new revision surgery in (B)(6) 2022. Comment(s): resumption in the operating room detrimental to the patient and the service. Increased healing time and physical/aesthetic damage. New case of patient affected by these events since the change of market. Additional information has been requested.

Manufacturer narrative:
Analysis and results: the involved batch is not known. The possible batches supplied to this customer of the reference involved c0069294 (novosyn undyed 2/0 (3) 90cm hs37 (m)) before the incident were: 720371, 720482, 721026, 721064, 721084 and 721162. There is a previous case from the same hospital and related to the same problem and also the batch was unknown, and the possible batch numbers were the same as in this case. There are no other complaints from any of the possible batches. We manufactured and distributed in the market (B)(4) units of each of the following batches: 721162, 720482, 721084, 721064 and 721026. We manufactured and distributed in the market (B)(4) units of the batch 720371. There are no units in our stock of any of the possible batches. We have not received any sample for analysis. Without any closed sample we cannot carry out an analysis in order to take a decision. Reviewed the batch manufacturing record, these products had a normal process and the results during the process fulfil usp/ep and b. Braun surgical requirements. As stated in the precautions of the instructions for use of the product, consideration should be taken in the use of absorbable sutures in tissues with poor blood supply as suture extrusion and delayed absorption may occur. Subcuticular sutures should be placed as deeply as possible to minimize the erythema and induration normally associated with the absorption process. Usage of novosyn® may not be advised in case of elderly or malnourished or debilitated patients, or in patients suffering from diseases or conditions which delay the wound healing process. On the other hand, in the instructions for use of the product is also stated that the following side effects may be associated with the use of this product: pain, granuloma, seroma, hematoma, rejection, enhanced bacterial infectivity, wound dehiscence, anastomotic leak and haemorrhage. With the information received, the batch manufacturing records review and historical data review, we do not see any manufacturing fault or material defect that could have caused the incidence. Final conclusion: without samples we are not in position of studying if the affected product does not fulfil the specifications. In consequence, a proper analysis cannot be done, and the case is not confirmed due to lack of evidence. Nevertheless, we take note of this incidence and if any sample is received in the future, we will re-open the case and analyse it. Please note that when no samples are received our analysis is very limited. Actions on product distributed of this reference/batch: based on the conclusion derived from investigation, it is not required to make actions in distributed product. Corrective/preventive actions: according to our internal procedures, there is no need to establish corrective or preventive actions. Nevertheless, this complaint is recorded for trending analysis to assess if actions are needed in the future.

Manufacturer narrative:
Batch number not available. Possible batches involved: 721162, 721084, 721064, 721026, 720482 or 720371. If additional information becomes available a follow up report will be submitted.

Event description:
It was reported an issue with novosyn suture. The client reported that, a (B)(6)-year-old patient presenting with scar disunion almost six weeks after osteosynthesis when the initial healing was perfect. The history of the disease reports the appearance, on december 10, of a small ulceration on the path of the internal scar related to a resorbable subcutaneous suture responsible for the inflammatory resorption. Cleansing treatments carried out with, in particular, the application of fucidic acid led to the aggravation of the cutaneous ulceration and to the exposure of the internal plaque; consulted on december 15. No sign of associated regional sepsis. Collegial decision to retake the scar for washing, bacteriological samples and attempt at conservative treatment by keeping the material in place if skin closure was possible. Patient installed under general anesthesia. Antibiotic prophylaxis not recommended before taking deep bacteriological samples. Withers in the thigh. Sterile field of the left lower limb according to the clin protocol. Resumption of the initial internal approach. Direct subperiosteal approach. Very economical excision of the two fistula orifices located for the first opposite the internal malleolus and for the second 3 cm above the first on the path of the scar. Realization of five deep bacteriological samples in contact with the plaque and the bone sent for analysis. Introduction after sampling of probabilistic antibiotic therapy with daptomycin 800 mg/d + tazocillin 4 g 3 x/d washing with karcher with 6 I of betadine serum then rinsing with 3 I of physiological saline. Cleaning of fields and equipment. Cutaneous closure in a single plane by separate stitches with filapeau 1 in tension on the zone of the fistulas but with a correct confrontation. Release of the tourniquet. Placement of a vac-type dressing on the path of the scar in order to reduce skin tension after having protected the skin edges with thick duoderm. Sealing of the system. Suction at 50 continuous. Duration of tourniquet and operation 1 hour. Summary of circumstances: on (B)(6) 2021: complex tibial pilon fracture osteosynthesis by internal plate and external malleolus plate. Closure with novosyn suture. Back home on (B)(6) 2021. On (B)(6) 2021: appearance at the patient's home of a small ulceration on the path of the internal scar in relation to the resorbable subcutaneous thread (inflammatory resorption). Cleansing treatments carried out with, in particular, fusidic acid and aggravation of the skin ulceration and exposure of the internal plaque. (B)(6) 2021: resumption of the scar in the operating room for bone and joint infection + antibiotic therapy with daptomycin and tazocillin. Two consultations on (B)(6) 2021 and (B)(6) 2022: no discharge, correct scar. (B)(6) 2022: disunity of the scar again. Clinical consequences: bone and joint infection. Healing delay. Revision surgery performed in december 2021 and indication for a new revision surgery in (B)(6) 2022. Comment(s): resumption in the operating room detrimental to the patient and the service. Increased healing time and physical/aesthetic damage. New case of patient affected by these events since the change of market. Additional information has been requested.